Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, only one proglide device was used to close a puncture site greater than 8f. The electronic proglide instructions for use (IFU) states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the IFU deviation contributed to the reported difficulties. The suture separated during plunger retraction from pulling too strongly. It should be noted that the electronic proglide IFU also states to gently disengage the needles by pulling the plunger assembly back and completely remove the plunger and needles from the body of the device. In this case the IFU deviation appears to be due to operational circumstance. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a carotid artery stenting interventional procedure using a 9f sheath. Reportedly, when the plunger was pulled back resistance was felt, and the plunger could not be removed. Therefore, the plunger was pulled off a little strongly; however, a suture break occurred. The rest of the suture was removed, and the device was replaced with a new proglide to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.